Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The pt reported that the pump clock was inaccurate. She states the pump loses about one hour of time each month.